Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) a solution administration set in which a leak occurred. According to the report, the set was leaking at the junction of the tubing and the distal luer. The process step was during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and a hole in the tubing was observed. Functional leak testing was done with gravity and then under water with a 0.56 bar test and solution leaked out of the hole. The reported condition was confirmed. The root cause was determined to be operator/human error while loading the set into the blister cavity. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.